Manufacturer narrative:
During troubleshooting via the telephone, the customer cleaned out the scope socket connector of the referenced device with compressed air which resolved the reported issue. The device was working appropriately; no device was returned for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred due to defective electrical contacts caused by foreign matter adhering to the sockets. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: "after using the video system center, immediately perform the following cleaning procedures. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the video system center. Always remove debris routinely. Turn the video system center off and disconnect the power cord from the wall mains outlet. When the video system center is soiled with blood or other potentially infectious materials, wipe off all debris using a piece of gauze moistened with neutral detergent. 340 remove dust, dirt, and other stains on the surface by wiping with a piece of gauze moistened with 70% ethyl or isopropyl alcohol. Make sure to dry the video system center after wiping with 70% ethyl or isopropyl alcohol." The troubleshoot section of the IFU states: "for scope communication errors and no image issues, possible causes are attributed to foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts; to resolve- clean and wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source." This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
During preparation for use, the customer's endoeye endoscope works on the evis exera iii video system center; however, the 180-series type endoscopes reportedly do not work. There was no patient injury or harm reported. No additional information has been obtained.